Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most likely cause of the foreign material in the scope was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited the catching cotton on insertion tube. There was no patient involvement.